Event description:
It was reported that the device failed test for external paddles. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a paddles were ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles, the replacement for which were ordered. The device remains at the customer site and no further evaluation is warranted at this time.